Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during use the device leaked from the device. A new device was used to continue monitoring the patient. No patient injury.

Manufacturer narrative:
The suspect device was returned for evaluation. No functional test is required as the housing crack is obvious in the received sample. A crack in the dtx stopcock housing resulted in leakage in the line. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found.